Manufacturer narrative:
The reported event could be confirmed, through the additional x-rays and CT scans available. The device identification, however, was not confirmed. A device inspection was not possible since the affected device was not returned, but a few x-rays and CT scans were available. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The attached report with a few x-rays and CT scans were shared with medical expert. Based only on that available information, his assessment was sought regarding the event, which states: ¿due to the multifragmentary comminution of the greater trochanter no stability could be provided with the nail. We see the complex type of the trochanter breakage in the preoperative CT-scan. After the operation the initial reposition was fair with good adaptation of the fragments. After a while further dislocation occurred and the nail could not provide sufficient stability of the fracture due to this resulting from a lack of bony support at the greater trochanter. The result is secondary dislocation of the posterior trochanter fragment and increasing dynamization and thus loosening of the nail.¿. Based strictly on the medical expert¿s statement, it could be said that the method of fixation didn¿t prove to be adequate, but that is more likely due to the complexity of the fracture. Initially, the reduction was good but after a while the stabilization was lost due to lack of bony support, leading to loosening of nail. Therefore, based on this, the root cause of the failure is patient related rather than being a user related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: [case 2] 76y, male. A case where the nail does not capture the greater trochanter and the reduction is insufficient. Short nail was used. Surgery time: 27 min. While riding on a bicycle, it came into contact with a light vehicle and fell. Ao classification a2.1, nakano classification 3 part a, generally classified as stable type [...]. The nail could not catch the greater trochanter at the proper position, and the posterior dislocation remains. Distal lateral screw was implanted in a dynamic hole. Postoperative x-ray front view shows anatomical type, and lateral view shows intramedullary type dislocation and greater trochanter posterior dislocation [...]. Three months after the operation, x-ray showed the lateral medullary type progressing together with worse of the posterior dislocation of greater trochanter, remaining the fracture line between the main bone fragments, telescope and occurrence of dynamization of the distal lateral screw. In our hospital, in the case of stable fracture, the distal lateral stop screw was inserted in a dynamic hole, but it was considered that the outer wall of the lag screw insertion part was damaged by swing motion and dynamization occurred [...].

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
As reported: [case 2] (B)(6) y, male a case where the nail does not capture the greater trochanter and the reduction is insufficient. Short nail was used. Surgery time: 27 min. While riding on a bicycle, it came into contact with a light vehicle and fell. Ao classification a2.1, nakano classification 3 part a, generally classified as stable type [...]. The nail could not catch the greater trochanter at the proper position, and the posterior dislocation remains. Distal lateral screw was implanted in a dynamic hole. Postoperative x-ray front view shows anatomical type, and lateral view shows intramedullary type dislocation and greater trochanter posterior dislocation [...]. Three months after the operation, x-ray showed the lateral medullary type progressing together with worse of the posterior dislocation of greater trochanter, remaining the fracture line between the main bone fragments, telescope and occurrence of dynamization of the distal lateral screw. In our hospital, in the case of stable fracture, the distal lateral stop screw was inserted in a dynamic hole, but it was considered that the outer wall of the lag screw insertion part was damaged by swing motion and dynamization occurred [...].